Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Single reporter exemption #e2015018. Device was not returned to manufacaturer for investigation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release record for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information, it is supposed that rotational manipulation might be given to the devices which were advanced into the targeted heavily calcified lesion, resulting the devices getting stuck each other and the tip of the catheter might be broken off due to the given or accumulate force which exceeded the product design limit. IFU warning section describes: - do not use in advanced calcified lesion. - if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel. - do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damages or rupture the catheter, or damage the blood vessel.

Event description:
To treat heavily calcified lesion at om1 branch, physician first advanced an unknown guidewire, microcatheter and other catheters were advanced over the guidewire, however, catheters could not be advanced into the target lesion. A laser device was advanced to the target lesion, then exchanged with the subject corsair catheter which crossed the lesion. When guidewire removal was attempted in order to exchange the guidewire, it was found that the devices were getting stuck each other. Devices were removed out as a unit from the anatomy. Upon checking, it was found that the tip of the subject corsair was detached and bound on the guidewire. There was no impact to the patient.